Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sw 3.1e. On the event date feb. 15, 2022. Customer returned pump for an alleged crack near battery compartment. Unit perform visual inspection and pump received with broken battery tube threads and cracked reservoir tube lip. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage broken battery tube threads. Unit passed required testing.